Event description:
It was reported that during a staple hemorrhoidopexy procedure, the device was fired with usual force, but the surgeon could not feel the tactile or audible feedback. The firing trigger was pushed plastic to plastic but still the surgeon could not feel the tactile or audible feedback. The device was then removed from the pt and a few staples were found to be not properly formed. The surgeon removed the malformed staples and placed a few stitches at the location. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.